Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It is reported that a customer was having issues with pulling the sensor out of the body. The pt's blood glucose was at 130 mg/dl. The customer stated that a piece of the needle was not stuck in the body. The customer was advised to see a health care provider to take an x-ray but the customer seemed unconcerned. The customer was advised to simply monitor the site for any infections. The customer was sent a new sensor. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.